Event description:
It was reported that before a navigation procedure the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that before a navigation procedure the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. The procedure was completed successfully.